Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter an issue occurred during a robotic lap. Thoracospic lobectomy. The device did not fire. The surgeon was able to press the green firing button but was unable to squeeze the handle. The case was completed using a new device. No patient injury.